Event description:
Area of eroded mesh on the anterior vaginal wall just right of midline as well as an additional area of vaginal mesh erosion in the left lateral sulcus, bilateral apogee arms were palpated and these areas of mesh seemed to be balled up, the proximal apogee mesh arms were dissected and removed.what was the original intended procedure?vaginal mesh, explant.